Event description:
The customer reported, while using a hand held intermec barcode wand read a sample barcode as "(#@&*$!#8", sample barcode also had last digit truncated. Original sample barcode is not known. No death or serious injury was associated with this event.